Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited noise upon interrogation and during several non-invasive maneuvers. Noise was observed on the atrial electrograms. Atrial pacing impedance measurements were greater than 3000 ohms. The long-term impedance trend for the atrial lead showed a sudden rise in impedance from approximately 600 ohms to greater than 3000 ohms. Ohms to >3000 ohms occurred six months ago. Prior to the increased measurements, the atrial lead impedance had been stable with satisfactory sensing and pacing thresholds. The device continued to sense p- waves but was also picking up a lot of noise on the atrial channel and no pacing output was observed despite high programmed outputs. The patient had a normal sinus rhythm and atrial pacing has historically been less than 1 percent. The physician decided to program off all functionality of the atrial lead. No additional adverse patient effects were reported.